Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant from right fallopian tube" are two metallic coiled piece I') and embedded device ('the smaller segment of fallopian tube has an embedded metallic coil / small metallic coil (0.2 cm diameter) grossly identified in smaller segment of fallopian tube') in an adult female patient who had essure (batch no. 627752) inserted. The patient's medical history included pelvic adhesions. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingooophorectomy;right salpingectomy;). Essure was removed on (B)(6)2015. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: three coils were visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant from right fallopian tube" are two metallic coiled piece I') and embedded device ('the smaller segment of fallopian tube has an embedded metallic coil / small metallic coil (0.2 cm diameter) grossly identified in smaller segment of fallopian tube') in an adult female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (left salpingooophorectomy;right salpingectomy;). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: three coils were visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: event added- pain and abnormal bleeding. Product indication added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implant from right fallopian tube" are two metallic coiled piece I') and embedded device ('the smaller segment of fallopian tube has an embedded metallic coil / small metallic coil (0.2 cm diameter) grossly identified in smaller segment of fallopian tube') in an adult female patient who had essure (batch no. 627752) inserted. The patient's medical history included pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left salpingooophorectomy; right salpingectomy;). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: three coils were visible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.